Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received multiple intermittent altitude alarms. Customer had elevated blood glucose levels reaching 600 mg/dl. Customer delivered manual injections to bring bg levels to target range. Customer was ultimately able to clear alarms. Contact reported the customer has back up injections for continued insulin therapy.